Event description:
The manufacturer received information alleging a patient expired while using the bipap synchrony. The device has yet to be evaluated by the manufacturer. A follow up report will be submitted when the manufacturer has completed the investigation.